Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with bileaflet restriction. A mitraclip xtw was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), it continuously opened from less than 10 degrees to greater than 30 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. While outside the patient, troubleshooting was performed two to three times. It was noted that one time the clip remained closed but sprung open when the arm positioner opened slightly more than 1 full turn. There were no adverse patient effects and no clinically significant delay in the procedure.